Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient implanted with an impella 5.5 developed a gastrointestinal bleed. Anticoagulation was put on hold to manage the condition. Support continued until the patient was successfully weaned from the pump.

Manufacturer narrative:
No product was returned for investigation. The device passed all post sterile inspection checks.